Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. Photos 1-8 shows a tray with products and label, the reported lot information is confirmed. The reported issue of cutter couldn't cut during surgery could not be confirmed from the photos. The provided photo does not confirms the reported cutter could not cut during surgery. However, the photo is unable to confirm the reported stopped cutting issue, a sample was not received at the manufacturing site, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that cutter was not cutting during vitrectomy surgery, and the patient had to have the eye patched and the surgery was aborted without completion.